Event description:
It was reported that during a vats lobectomy procedure, the device was stuck on tissue. The surgeon was instructed to complete the four squeezes required to release the device. Once completed, the device released from the tissue. There was no tissue damage.

Manufacturer narrative:
(B)(4). Knife; closure trigger top. The analysis found that one ec60a device was returned with a broken release button, cartridge reload present and a loose spring in the returned package. No functional testing could be performed due to the returned condition of the device. The device was disassembled and the following were observed: material of unknown source caught on the knife tab/channel; closure trigger top was broken at the axle hole; loose drivers on left-proximal side of the jaw; knife was buckled; one possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The reported incident was confirmed, however it is unknown when or how the damage occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.